Event description:
Additional information received clarified that event occurred during a cataract surgery. The surgery was completed by using another handpiece. No error messages were displayed. There was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformities. During functional testing of the phacoemulsification handpiece, the sample exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the internal investigation performed. The root cause is attributed to piezoelectric crystals within the phacoemulsification handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. However, the reported event of (sm) [u/s hp failure - handpiece voltage low (short circuit)] was unable to be confirmed during testing, as the handpiece completed a five-minute burn-in successfully. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation has been opened to address this issue. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during an ophthalmic surgical procedure the phacoemulsification handpiece heated. Procedure details and patient impact have not been provided. Additional information was requested but not received.